Event description:
Np [nurse practitioner] removing lumbar drain after normal pressure hydrocephalus trial. The tip was frayed. Taken to the or the next day to remove the tip while having a ventriculperitoneal shunt.